Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. The customer's blood glucose level was within normal range and did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted with resetting the pump by technical support, and it was confirmed that the malfunction code did not recur after the reset. Customer was informed to call back if the issue recurred and acknowledged the instructions.